Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had no pressure readings. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) has no pressure readings. It is unknown under which circumstances this event occurred; however there was no adverse event reported.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had no pressure readings. There was no patient involvement, and no adverse event reported.